Event description:
Reportedly, a 28mm ring was explanted after an implant duration of approximately 10 months due to dehiscence and mitral regurgitation (mr). The customer reported that an imr ring, model 4100m28, was implanted for mitral annuloplasty (map) to correct mr on (B)(6) 2012. On (B)(6) 2013, the ring was explanted and replaced with a magna mitral ease valve, (B)(4). At explant, it was found that the imr ring was partially detached from the annulus.

Manufacturer narrative:
Method: device not returned. The customer was asked and has affirmed that there was no malfunction of the device and the device did not cause or contribute to the event. The patient status was reported as under treatment at (B)(6) 2013. The device will not be returned for evaluation because it was discarded at the hospital. Echo report will not be provided. Conclusion: there are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The surgeon has indicated that the device had pulled away from the annulus, most likely due to friable tissue. Without additional information and return of the device, we are unable to conclusively determine root cause for explant of this device.